Event description:
It was reported that no communication could be established with the ICD. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to a low battery voltage. With a replacement battery, the device tested normal. The original battery was returned to the vendor for analysis. All functional measurements and battery current drain measurements were normal. The cause of the battery depletion was not determined.